Manufacturer narrative:
(B)(4). Correction. The complaint alleged an "error 4" issue and not an "error 2" issue with the subject meter.

Manufacturer narrative:
The 510 (k) is k093745. Products involved with this complaint were not requested to be returned to lifescan since the patient was using expired test strips. The customer service representative educated the patient on proper testing techniques and did not replace any of the patient's products.

Event description:
The reporter contacted lifescan (B)(4) alleging an "error 2" issue with the subject meter. The customer service representative discovered that expired test strips were being used. The reporter was unable to perform a retest on the phone since testing supplies were not available; therefore, the reported issue was not resolved with customer service troubleshooting. There were no allegations of harm or injury